Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) was not returned for investigation, only the paperwork (per) was returned. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions as noted on the per was type ii (moderate) bone density and oral hygiene (ok). Devices were located on tooth location #21 (universal) and the duration of implanted time is unknown due to limited information provided by the customer. X-ray & picture evaluation: x-ray and picture images were not provided. DHR review (tsvm4b10): DHR review was completed for the subject lot number 64007952. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review (tsvm4b10): complaint history review was performed for the reported lot number (64007952) for similar event using keyword damaged threads and no other complaint was identified. Post market trending review: november post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned. Sections updated: b4: date of this report. G3: date investigation results were received by manufacturer. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that after removing the cover screw, the abutment was unable to be seated. Internal thread damage suspected. Once the threads are repaired, patient will return for abutment seating. Implant remains implanted. Tooth #21.